Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg upgrade, it was found out that the patients lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded.